Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the jaw would not close. A new instrument was used to complete the case. There was no consequence to the pt.